Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the console starts but the handle does not work. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the vdoc service portal. Initial qa inspection of the electric dermatome by medicrea on july 25, 2017 revealed that the motor was completely corroded and the power cord was very damaged. Repair of the electric dermatome was performed by medicrea on (B)(6), 2017 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, plug harness assembly and seal/strain relief. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by medicrea it was noted that the motor was completely corroded and the power cord was very damaged. The reported event was confirmed since during the initial inspection by medicrea it was noted that the motor was completely corroded and the power cord was very damaged. The root cause of the reported event was due to the corroded motor. The issue was resolved with the replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, plug harness assembly and seal/strain relief. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Delay time of 1-2 hours during surgery. The product will not be returned to zimmer biomet for investigation because the product was evaluated by an external contractor. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the console started, but the handle did not work. Therefore, there was a 1-2 hr/hrs delay in order to retrieve an alternate device. No adverse events have been reported as a result of the malfunction.